Manufacturer narrative:
Exact date unknown, event occurred shortly after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(4) batch: 7078181.

Event description:
It was reported that the patients leads migrated. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.